Event description:
Pt was injected with synvisc one to the right knee. One week after the injection, she reported significant pain and swelling since the injection date. The pt was injected on (B)(6) 2018 with synvisc-one using the standard suprapatellar approach under us guidance. The skin was sterily prepared and the skin was anesthetized prior to the injection. The pt was then seen on (B)(6) 2018 with the complaint of severe right knee pain and swelling following the injection on (B)(6) 2018. She had sharp pain initially that turned to aching and stiffness. The right knee was aspirated on (B)(6) 2018 and diagnosed with a pseudoseptic reaction to the synvisc-one. Dose or amount: 6 ml 48mg/ml, frequency: 1 injection, route: supra patellar knee jt injection under us guidance. Dates of use: (B)(6) 2018. Diagnosis or reason for use: (B)(4). Event abated after use stopped or dose reduced? Yes.